Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 85 mg/dl. The displacement test passed. The insulin pump alarmed no delivery soon after the motor error alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with currents in specification. The insulin pump received with alarms during the prime test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test.